Event description:
MDR report mw5157343 was received from FDA which has received the incident report from the patient. The following description of the incident was given from the patient: "complications from the tigr matrix surgical mesh that was used as internal bra during breast lift surgery. I initially developed a seroma in both breasts within a day or two after surgery. My incision then separated underneath breasts in multiple areas, with pieces of mesh protruding out of each open area. This has caused a lengthy recovery with extended follow up care. Will need to have scar revision surgery in the future. These events have added additional cost to me for medications, dressings, and doctor visits, just to name a few. My original surgery was on (B)(6) 2023 and I continue to have areas that remain open as of today's date. It is also my understanding that I am not the first patient to have these same exact issues with this particular mesh. So, I am confused as to why it is still being used when there are many other proven safer mesh's available. Also, I wonder why I was not told of these issues ahead of time and been given a choice for another option. If I had known this particular mesh was known to be causing issues, I would have saved myself that extra expense and declined the mesh. Bottom line is, this becomes an issue of improper "informed consent". Additional information received from reporter on 30-aug-2024, for mw5157343. Want to add current pictures as of ((B)(6)2024) to my previously submitted report. From the surgeon dr (B)(6), seroma and wound dehiscence are a common potential issues with these surgeries and so he does not specifically blame tigr matrix for the issue. He has experienced the same issue with other products ie galaflex and amds in the past.

Manufacturer narrative:
According to the surgeon dr (B)(6), seroma and wound dehiscence are a common potential issues with these surgeries and dr (B)(6) does not specifically blame tigr matrix for the issue. He has experienced the same issue with galaflex and amds in the past. Based on the received information and the facts above it seems that the reporting patient is misinformed regarding the belief that there are many other safer mesh available and that the tigr matrix mesh is known to be causing issues. The current conclusion from the investigation based on received information is that the tigr matrix mesh is most probably not the cause for the seroma. The incident was initially reported by the patient to FDA, see mw5157343.

Event description:
MDR report mw5157343 was received from FDA which has received the incident report from the patient. Teh folloowing description of the incident was given from the patient: "complications from the tigr matrix surgical mesh that was used as internal bra during breast lift surgery. I initially developed a seroma in both breasts within a day or two after surgery. My incision then separated underneath breasts in multiple areas, with pieces of mesh protruding out of each open area. This has caused a lengthy recovery with extended follow up care. Will need to have scar revision surgery in the future. These events have added additional cost to me for medications, dressings, and doctor visits, just to name a few. My original surgery was on (B)(6) 2023 and I continue to have areas that remain open as of today's date. It is also my understanding that I am not the first patient to have these same exact issues with this particular mesh. So, I am confused as to why it is still being used when there are many other proven safer mesh's available. Also, I wonder why I was not told of these issues ahead of time and been given a choice for another option. If I had known this particular mesh was known to be causing issues, I would have saved myself that extra expense and declined the mesh. Bottom line is, this becomes an issue of improper "informed consent". Additional information received from reporter on 30-aug-2024, for mw5157343. Want to add current pictures as of (8/30/2024) to my previously submitted report. From the surgeon dr (B)(6) seroma and wound dehiscence are a common potential issues with these surgeries and so he does not specifically blame tigr matrix for the issue. He has experienced the same issue with other products ie galaflex and amds in the past.

Manufacturer narrative:
According to the surgeon dr (B)(6), seroma and wound dehiscence are a common potential issues with these surgeries and dr (B)(6) does not specifically blame tigr matrix for the issue. He has experienced the same issue with galaflex and amds in the past. Based on the received information and the facts above it seems that the reporting patient is misinformed regarding the belief that there are many other safer mesh available and that the tigr matrix mesh is known to be causing issues. The current conclusion from the investigation based on received information is that the tigr matrix mesh is most probably not the cause for the seroma. The incident was initially reported by the patient to FDA, see mw5157343.